Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 4 of 5 on the homechoice machine (hc). The home patient (hp) also stated system error 2367 alarm occurred. The technical service representative (tsr) assisted the hp to cycle power to clear the alarms. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding a system error 2240. The hp stated that there had been no other issues with therapy. There was no patient injury or medical intervention reported. This report for a system error 2240 was not confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined.